Event description:
It was reported "the inflation cuff on two tubes were not properly glues to the tube, affecting its performance." The patient was reintubated. There was no patient harm or injury. The patient's current condition is reported as "healthy". Associated MDR number: 3003898360-2024-00679.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.